Manufacturer narrative:
Since device was not returned, no analysis can be performed. Monteris will trend device complaints of this nature.

Event description:
While inserting the laser delivery probe, the depth stop became unlocked from the force the surgeon used to insert, and advanced the probe passed it's intended deepest point in the pt's head. Prior to probe insertion the surgeon had double-checked that the depth stop had been properly locked. The probe was removed and depth stop reset; the surgeon again confirmed that the depth stop was properly locked, and inserted the probe. Again the force used by the surgeon to insert the probe caused the depth stop to again disengage, causing the probe to again advance passed the intended deepest point. The probe was removed, depth stop reset a third time, and probe inserted. This time the surgeon only grasped the non-adjustable part of the probe (near the green unlock button) instead of the moveable part (near the depth stop lock), and the probe was inserted properly. After the case, the pt received a CT scan which revealed a small hemorrhage at the site of probe insertion.